Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of a b30 error was not confirmed. The device evaluation found an e315 scope communication error due to a defective plug unit. It also found the instrument channel tube had leakage and the scope connector was rusty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had a b30 scope communication error and a black screen. The issue was found during preparation for a diagnostic bronchoscopy, which was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely error messages b30 and e315 occurred due to breakage of image sensor unit/circuit board inside connector. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscopic image: when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury.¿ olympus will continue to monitor field performance for this device.